Event description:
Pinched lip / bite - lips [lip injury]. Pinched lip / bite - gums [gingival injury]. Brush head would also come off of the toothbrush handle shaft and into my mouth / head was loose in my mouth - oral-b [device breakage]. Brush head is about 1/8 of a inch raised / does not sit flush on the toothbrush handles shaft / wiggle a lot on the toothbrush handle shaft area - oral-b [device connection issue]. Case narrative: 65-year-old male consumer reported via phone that the oral-b toothbrush heads bit and pinched his gums and lips when they came off of the oral-b toothbrush handle, type 3756 and into his mouth. They were loose in his mouth, about 1/8 of an inch raised off of the toothbrush handle and did not sit flush, wiggling on the toothbrush handle shaft. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Pinched lip / bite - lips [lip injury] . Pinched lip / bite - gums [gingival injury] . Brush head would also come off of the toothbrush handle shaft and into my mouth / head was loose in my mouth - oral-b [device breakage] . Brush head is about 1/8 of a inch raised / does not sit flush on the toothbrush handles shaft / wiggle a lot on the toothbrush handle shaft area - oral-b [device connection issue]. Case narrative: 65-year-old male consumer reported via phone that the oral-b toothbrush heads bit and pinched his gums and lips when they came off of the oral-b toothbrush handle, type 3756 and into his mouth. They were loose in his mouth, about 1/8 of an inch raised off of the toothbrush handle and did not sit flush, wiggling on the toothbrush handle shaft. No serious injury was reported. 16-oct-2024 amendment from information initially received on 24-sep-2024: the concomitant product oral-b power oral care refills lot (1ad01641051) was deleted. No injury was reported. 17-oct-2024 amendment from information initially received on 24-sep-2024: the concomitant product oral-b power oral care refills lot was 1ad01641051. No injury was reported.

Manufacturer narrative:
On 06-nov-2024 product investigation results: complained product received - user handling was identified as root cause for the complaint.